Manufacturer narrative:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that during preventative maintenance, it was observed the device failed battery test and that the battery needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H10: all information from the follow-up report #2031642-2023-00149 has been transferred to this report.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00149. All information from the original report(s) has been transferred to this report.

Event description:
V60 failed battery test and needs replacement. Unknown if in clinical use when issue was identified. Investigation is ongoing.